Event description:
It was reported that a patient, initial shoulder implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 7 years 8 months post the initial procedure due to pain. The glenoid component was stable but was removed easily except the central cage remained in the bone. A trephine reamer and thread in extractor were used to remove the glenoid. Significant wear of the glenoid was visually confirmed prior to its removal. The stem was planned to be kept, but was found to be loose, so removal was performed and a conversion to a competitor¿s components was done with significant bone grafting on glenoid. There were no issues with the surgery. Explants are not available. Reason unknown. This is 1 of 2 reports for this event. See MDR#1038671-2023-02613.

Manufacturer narrative:
D10: concomitants: 314-13-14 - equinoxe cage glenoid large, beta: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s: (B)(6), 300-20-02 - equi sq torque define screw drive kit: (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta): (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision cannot be confirmed but may have been due to an insufficient bond between the glenoid component and the bone and/or the humeral component and the bone leading to aseptic (non-infected) loosening of the glenoid and humeral components respectively, reported wear of the glenoid component, and/or the inclusion of the polyethylene in the packaging recall. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial shoulder implanted, underwent a revision procedure, approximately 7 years 8 months post the initial procedure. The glenoid component was stable but was removed easily except the central cage remained in the bone. A trephine reamer and thread in extractor were used to remove the glenoid. Significant wear of the glenoid was visually confirmed prior to its removal. The stem was planned to be kept, but was found to be loose, so removal was performed and a conversion to a competitor¿s components was done with significant bone grafting on glenoid. There were no issues with the surgery. Explants are not available. Reason unknown.